Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No backlight anomalies were noted either.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the display was not blank less than 30 seconds and did not return. Advise customer to remove the battery and customer stated the insert battery alarm display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was damaged or corroded. Customer states the spring was neither damaged nor corroded. The customer was advised the insulin pump will be replaced as per troubleshooting. The insulin pump will be returned for analysis.